Manufacturer narrative:
The field support engineer (fse) contacted the robotics coordinator (roco) and shipped the part to the site for the customer to install. No site visit was conducted. The system was working properly and no additional action was required. As of 04/27/2022, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image/video investigation required as no image or video clip for the reported event was submitted for review. This complaint is not reportable due to the following: this complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to an unknown reason. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, the customer reported that a round cover on the side of arm3 was missing. The customer attempted to locate the cover and could not find it. In addition, the universal surgical manipulator (usm) axis 1 cover cap was missing. The customer converted the procedure to open for an "issue unrelated to the robot" and there was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon did not specify why the procedure was converted to open. A new cap was provided and replaced to resolve the issue.